Event description:
Device 2 of 2 note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14352 and 3005099803-2013-14353 address these devices. It was reported to boston scientific corporation that two hemostatic resolution clip devices were used during an endoscopic submucosal dissection procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient¿s esophagus, a hemostatic resolution clip device was used on a lesion. However, the clip failed to release from its catheter. Another hemostatic resolution clip device was used and it still did not release from its catheter. Both clips were pulled off from tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that one similar complaint exists for the specified batch.

Event description:
Device 2 of 2 note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14352 and 3005099803-2013-14353 address these devices. It was reported to boston scientific corporation that two hemostatic resolution clip devices were used during an endoscopic submucosal dissection procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient's esophagus, a hemostatic resolution clip device was used on a lesion. However, the clip failed to release from its catheter. Another hemostatic resolution clip device was used and it still did not release from its catheter. Both clips were pulled off from tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.